Manufacturer narrative:
Stryker verified the reported issue was logged in the device's memory. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device, which is setup to start in AED mode, displayed a vf rhythm on the screen and began analyzing. This occurred without defib pads (nor ECG leads) connected to a patient. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device, which is setup to start in AED mode, displayed a vf rhythm on the screen and began analyzing. This occurred without defib pads (nor ECG leads) connected to a patient. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.